Event description:
The reporter indicated the surgeon implanted a vicmo 13.7mm implantable collamer lens in the patient's left eye (os) on (B)(6) 2014 and excessive vault was observed a couple days later. The lens was removed on (B)(6) 2014 and exchanged for a shorter length lens and this resolved the problem. Patient's last doctor visit on (B)(6) 2014.

Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. Pt weight: unk. (B)(4). Method: work order search . Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint information and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: lens work order search & medical review. Results: visual inspection of the returned product showed the lens was returned dry with no visible damage observed. A lens work order search was performed and there were no similar complaints found . The lens was not returned for evaluation. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop, ect.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Conclusion: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).